Event description:
The core micro drill was sent for evaluation due to overheating prior to a procedure. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.